Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and was unable to identify any issue with the unit. The unit neither malfunctioned nor evidenced signs of damage. After discussion with user facility staff, the technician was able to confirm that an employee placed the system 1e's cassette in backwards. This improper placement prevented the unit's lid from closing properly. The compromise of the seal would allow for water to leak out of the front of the lid. Section 1 of the operator manual for the system 1e states, "do not force lid to close." Steris has offered the user facility in-service training regarding the proper use and operation of their unit.

Event description:
The user facility reported their system 1e was leaking water during a diagnostic cycle. No report of injury.